Event description:
It was reported that the patient had syncope. The holter monitor reading showed the right ventricular lead had oversensing, noise, and loss of capture. The physician noted inhibition on the ventricular lead when the physician wiggled the device. Settings were changed to increased outputs and sensitivity. The lead remains in use. It was also reported that the atrial lead showed under sensing causing minimum blood pressure rate of 39 and pauses up to 4.6 seconds. The atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had syncope. The holter monitor reading showed the right ventricular lead had oversensing, noise, and loss of capture. The physician noted inhibition on the ventricular lead when the physician wiggled the device. Settings were changed to increased outputs and sensitivity. The lead remains in use. It was also reported that the atrial lead showed under sensing causing minimum blood pressure rate of 39 and pauses up to 4.6 seconds. The atrial lead remains in use. No further patient complications have been reported as a result of this event. It was additionally reported that the rv lead continued to have oversensing. Varying impedances was also noted.